Event description:
It was reported that during a procedure a coil broke off of the device. It has been confirmed that a piece did break off of the device; they used graspers to retrieve it. There was no patient impact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).